Event description:
User experiencing calcium precision issues over the last month. In 2007, three pt samples with discrepant calcium results were received. The same samples were repeated two add'l times, on same analyzer. Sample 1, initial result gave 7.44 mg/dl; repeats gave 9.92 and 9.74 mg/dl respectively. Sample 2, initial result gave 6.41 mg/dl; repeats gave 9.13 and 8.26 mg/dl respectively. Sample 3, initial result gave 6.78 mg/dl; repeats gave 9.35 and 8.48 mg/dl respectively. If add'l info is received, appropriate notification will be provide.